Manufacturer narrative:
An event of paravalvular leakage was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a mechanical heart valve was explanted for paravalvular leakage (pvl) following an unknown implant timeframe. No additional implant or event details are available.